Event description:
One endeavor sprint rx drug eluting stent was implanted in the mid rca during the index procedure. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. It was reported that 30 days, 6 months, 1 year and 1.5 years post the index procedure the pt had stable angina.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi)